Event description:
The doctor could not get the lens positioned properly in the patient's eye. The lens was removed and replaced with an anterior chamber lens.

Manufacturer narrative:
The evaluation found a bent haptic, most likely a result of handling. No other reports of this type have been received for this lot of iols. The cause is likely due to physiology of the patient's eye.